Event description:
A surgeon reported that an intraocular lens (iol) was scratched. There was no patient contact.

Manufacturer narrative:
The product was returned and evaluated. The product was not damaged. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 08/21/2008.